Event description:
On (B)(4) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of (B)(6) 2012. The patient manages her diabetes with insulin through pump therapy. It is not known if the patient made changes to her usual diabetes management routine. About 4 hours after the start of the alleged issue, the reporter claims the patient did not feel good and was weak. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted misuse of the subject meter. The cca was advised the patient got the meter wet. Replacement products were sent to the patient. This complaint was initially ruled out as a reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom of "does not feel good and weak" does not meet lifescan's criteria for a serious injury. The reporter also denied the patient received treatment as a result of the alleged issue. In addition, there was no evidence that the product malfunctioned based on cs troubleshooting. Lifescan (lfs) received the meter involved with the complaint and completed device evaluation on (B)(6) 2012. Investigation confirmed the complaint (power issue) and noted there was contamination on the pc board. This complaint is now being reported due to the failed meter test results.